Event description:
Fraxel: I was told that small bumps would appear like skin-tags, but go away. They appeared, but never went away on my neck. When I went back in to the md to point this out, he blew me off and would not even address the issue. I was also told it wasn't painful because the doctor used lidocaine topical. Frankly, it hurt like (B)(4) and I have a high tolerance to pain. I was not cautioned about driving and I found I had to use all my considerable professional driving skills to get home. Conclusion, even if you use a md like I did, give this procedure a pass. I now have to find a competent dermatologist to try to get rid of the numerous bumps and skin-like tags on my neck.